Event description:
Reporter alleged high blood glucose readings and was unable to test due to an error on the meter, type of error not provided. Customer stated not having any high or low symptoms that day, however, did feel low and had someone take him to the hospital as a result. It was stated the hospital measured 28 mg/dl, 1/2 hour later and customer was treated with "sugar water by a needle" as a result. Customer reported being hospitalized for 7 weeks for a condition not related to diabetes and no other actions or treatment associated with the alleged event was provided. A request was made for the return of the suspect device and replacement product was sent.